Event description:
During the procedure of open reduction internal fixation of the left hip a drill bit (B)(4), 195 mm from synthes titanium cannulated trochanteric fixation nail system broke and a piece is inside the patient, surgeon aware of this. As per the surgeon nothing can be done, it is in the bone and stable.